Manufacturer narrative:
(B)(6). Phone support was provided by the qualified technician. The qualified technician instructed the hospital engineer to reinstall the u9000 ultrafilter. However, the machine still failed as the filter holder o-ring was damaged. To resolve the issue, the qualified technician instructed the hospital engineer to replace the filter holder o-ring. After which, self-test was normal. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed on a u9000 ultrafilter during self-test. There was no patient involvement. No additional information is available.